Manufacturer narrative:
(B)(4). The events of edema, inflammation and nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the report events edema and inflammation are also included in the previous medwatch.

Event description:
Additional information: healthcare professional reported chlorhexidine was given to the patient prior to injection and had also injected the patient in the &#49298;ow&#56224;patient symptoms also included swelling, inflammation, and nodule.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "violaceous erythema," induration, allergic reaction, lesion, purulent material discharge, pain, tender, abscess and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the report events of pain, erythema, hypersensitivity, skin irritation, purulent discharge, abscess and infection: "precautions for use as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects. The patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine in the ¿deep cheek/malar region bilaterally and perioral and glabella area bilaterally." A week later, the patient developed "violaceous erythema," induration, pain and "appeared infected" at the injection sites. It was thought that an allergic reaction was most likely the cause since injection sites of both products were involved. Patient was treated with keflex and prednisone however the problems persisted. Patient was later treated with kenalog and continued to persist for another couple of weeks. On of the "glabellar lesion became fluctuant and discharged purulent material spontaneously." There was also "significant pain with lesions" that was relieved by drainage. Later, the injection sites became "very tender, fluctuant, some pointing" and developed into an abscess that was aspirated/drained of purulent material. Patient was then treated with minocycline. Five days later, the patient is "much improved" after aspiration/drainage procedure which were repeated on the right glabella and right cheek.

Manufacturer narrative:
Medwatch sent to FDA on 04/08/2016. Additional information: event description and event problem and evaluation codes.

Event description:
Additional information: healthcare professional noted that the patient has improved but there is "possibility of scarring." Symptoms are ongoing.

Manufacturer narrative:
The event of tethering is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: patient reported nerve pain between eyebrows, tethering and scarring on both cheeks, and scarring in folds around the mouth. Patient injected with botox® to help with the pain. Patient stated that it did not help with the pain but it has "smoothed things out". Patient stated experiencing severe pain in the left eye and it was red and sore, and ear was inflamed and sore. Patient stated that these symptoms have now resolved. Patient was referred to another doctor who could not do anything to help the patient and the healthcare professional had suggested the patient see a plastic surgeon.

Manufacturer narrative:
Medwatch sent to FDA on 3/08/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: healthcare professional reported chlorhexidine was given to the patient prior to injection and had also injected the patient in the "brow." Patient symptoms also included swelling, inflammation, and nodule.